Event description:
On june 20, 2024 the representative for vsi surgical informed genesys spine via text message that during a follow-up appointment, an anchor was found to have backed out of the 3dp ais-c ii interbody. The doctor planned to perform a revision on (B)(6) 2024 and the representative would inform genesys spine on the results post op photos following surgery and photos taken during the follow-up appointment were received. On june 24, 2024 the representative for vsi surgical informed genesys spine that the revision procedure was completed on (B)(6), 2024, resulting in the loose anchor being extracted. The representative was not able to retrieve the extracted anchor to send to genesys spine for inspection. Genesys spine was made aware of the revision to explant the anchor on (B)(6), 2024.

Manufacturer narrative:
Based on the investigation, the incident may have been caused by improper anchor deployment technique by the user.